Event description:
It was reported that patient presented in the hospital for a generator change. Prior to the procedure, it was noted that the right atrial lead exhibited noise over-sensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable.